Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with a corneal infiltrate in the right eye five days post photo refractive keratectomy (prk). The patient presented for a routine post operative visit for contact lens removal and a corneal infiltrate was discovered superiorly. The patient is asymptomatic. Antibiotic drops were increased and steroid drops were decreased. An antibiotic ointment was added. Additional information received stated symptoms related to the infiltrate have resolved. The patient is experiencing some soreness and blurry vision which is likely related to the photo refractive keratectomy (prk) process.